Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The cartridge was changed and a correction bolus was changed to address the bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.